Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported no audio can is heard when the device is alarming. There was no known patient impact or consequences.

Manufacturer narrative:
The customer reported that no audio can be heard when the device is alarming. There was no known patient impact or consequences. (B)(4). The returned device was evaluated. During this testing, the unit was not producing any sound during alarm conditions; however, visual alarms continued to function as designed. An internal inspection of the device was conducted and after reassembly of internal components, the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
The customer reported that no audio can be heard when the device is alarming. There was no known patient impact or consequences.